Manufacturer narrative:
Concomitant medical products: product ID: 39565-65,serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a skin burning sensation at the implant site a couple of days ago. It was noted that the patient only noticed the sensation when the patient programmer was used to adjust stimulation.